Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut area in the bed cut and side cut (in periphery) in left eye of a patient, after lasik surgery.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Root cause for the reported event could not be determined conclusively. No technical root cause could be determined for the reported event. The manufacturer internal reference number is: (B)(4).